Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2012 (type iii bone) in site # (B)(4). Primary stability was achieved. The clinician reports that an augmentation socket graft procedure was performed at the time of surgery. The implant was removed on (B)(6) 2012 due to mobility. Medical history: no significant findings.